Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on available information and without the device to analyze, the reported difficult to insert clip introducer over clip was due to procedural interactions. The reported torn clip introducer was related to the reported difficult to insert clip introducer over clip. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a triclip xtw, difficulties inserting the clip introducer (ci) over the clip delivery system (cds) occurred. It was noted that it felt very tight around the introducer, and that it was observed that the blue part of the introducer was damaged. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure